Event description:
Dealer states the right rear wheel is hitting the frame because it is bowed in.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.